Event description:
The company was informed that the pt's internal magnet of the device was dislodged. The pt reportedly fell and hit his head on the table causing swelling over coil. X-ray revealed magnet out of pocket and over coil wire. Revision surgery will be scheduled.